Event description:
It was reported that the c10-3v transducer had a hold in the lens, resulting in exposed metal. The transducer was associated with the epiq 5 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. A philips remote service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.